Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure coil starting to migrate') and perforation ('perforation') in an adult female patient who had essure (batch no. D14829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, cough, stiffness, depression, genital haemorrhage, dyspareunia and arthritis rheumatoid. Concomitant products included alprazolam, norethisterone (norethindrone) and zolpidem tartrate. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), dysmenorrhoea ("painful periods") and menorrhagia ("heavy periods"). The patient was treated with surgery (hysterectomy-leave the ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, pelvic pain, allergy to metals, autoimmune disorder, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: proper position noted of each coil. Two free coils noted extending from the ostia on the right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: right fallopian tube: 6.5 cm in length, 0.5 cm in diameter, with palpable apparatus. Noted within proximal 3.5 cm segment, grossly noted extending into tissue noted within right cornu fallopian tube otherwise unremarkable; left fallopian tube: 6.2 cm in length, 0.5 cm in diameter, with palpable apparatus noted within proximal 2.8 cm segment and extending into left cornu, otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure coil starting to migrate') and perforation ('perforation') in a female patient who had essure (batch no. D14829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, cough, stiffness, depression, genital haemorrhage, dyspareunia and arthritis rheumatoid. Concomitant products included alprazolam, norethisterone (norethindrone) and zolpidem tartrate. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), dysmenorrhoea ("painful periods") and menorrhagia ("heavy periods"). The patient was treated with surgery (hysterectomy-leave the ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, pelvic pain, allergy to metals, autoimmune disorder, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: proper position noted of each coil. Two free coils noted extending from the ostia on the right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: right fallopian tube: 6.5 cm in length, 0.5 cm in diameter, with palpable apparatus noted within proximal 3.5 cm segment, grossly noted extending into tissue noted within right cornu fallopian tube otherwise unremarkable; left fallopian tube: 6.2 cm in length, 0.5 cm in diameter, with palpable apparatus noted within proximal 2.8 cm segment and extending into left cornu, otherwise unremarkable. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.